Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported that the system displayed generator error. The system failed to complete the boot process. There is no report of death or serious injury.